Manufacturer narrative:
(B)(4). Patient information not provided. Date of death not provided. UDI, lot number not provided. (B)(6). User facility is provided in initial reporter. Since the lot number was not provided, this information cannot be determined. (B)(4).

Event description:
According to the reporter, during a nephrectomy procedure, the reload locked down on the renal artery. The surgeon tried to fire the green button on the device, but it would not work. He noticed that the blade had only deployed about half a centimeter to the reload. The surgeon decided to convert the procedure from laparoscopic to open. He then used clips and clamped onto the sma. Once the bleeding had subsided, he opened the stapler and removed it from the renal artery. He also sutured in that area to stop the bleeding. Surgical time was extended significantly. The patient ended up in the ica and died two days later.

Event description:
According to the reporter, "there no suggestion that the malfunction of the gun caused the death," the operating surgeon is unsure how many of the staples deployed and he did have trouble releasing it.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with an reload. The articulation lever was articulated fifteen degrees to the right and the instrument firing rod was severely bent. The reload adapter was stuck in the instrument tip. Engineering evaluation of the instrument found sheared teeth on the firing rack. Visual examination of the staple cartridge noted that the reload was partially fired to the 3 cm cut line and the jaws were open. The proximal end of the adapter was broken from the reload and the articulation flag was severely bent and still engaged with the instrument. Due to the noted damage no functional testing was performed on the instrument. Product analysis suggests the product was used in a surgical procedure. Replication of the sheared teeth on the firing rack may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution- preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.